Event description:
It was reported that during attempted placement of the implant through the bone tunnel, the eyelet of the device broke off. The eyelet was able to be fully removed; however, the implant was found to be off the driver. A flo x-ray was used in an attempt to locate the implant, however, it could not be located. To complete the case another of the same device from this lot number was used successfully without the need for additional bone preparation. The procedure was a left shoulder biceps tenodesis. The patient was released as scheduled in stable condition.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying/levering or impacting the eyelet against hard bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.